Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and instructed the caller to contact technical services with any further questions. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing chest pains and was transported by ambulance to the emergency room. The paramedics reported no pacing on telemetry upon arrival at the scene. The patient's heart rate was in the 40bpm range and external pacing was provided in the ambulance for a few minutes and then pacing was observed from the device. The health care professional at the hospital stated this was all reported by the paramedics and was not observed since arrival to the hospital. A review of the data from the patient's remote monitoring system did not reveal any episodes within the past 72 hours. No adverse patient effects were reported.